Event description:
It was reported that the lead was explanted 7 months after the implantation due to dislodgement. An attempted repositioning of the lead was reportedly not possible due to insufficient measurements.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed approximately 21cm distal to the is-1 connector pin a 360 degree deformation of the lead body was observed. Based on the characteristics, it is reasonable to assume that this deformation resulted from a tight suture. However, the insulation was intact in this area. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.